Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A doctor reported that following a cataract surgery with intraocular lens (iol) implant procedure, the iol haptic had broken inside the bag. The physician believed there might have been a very tiny stress fracture, and due to increased fibrosis to the iol material, led to the haptic bending until it fractured completely. This process took between 2-7 days. The reporter assured that there were no surgeon induced complications. The final appearance showed good centration. The patient noticed strange vision on third day. The iol was displaced temporally and superior. In addition the doctor noticed that there was immediate fibrosis around the distal edges of the haptics. The lens was exchanged with another lens after the initial implant procedure. The patient had visual acuity of 20/20 and was happy. The doctor believed that there must be an issue of subtle damage to the haptics with the injector used. Additional information received stating that the patient experienced visual acuity loss due to iol rotation. Iol repositioning surgery and explant performed on the same day. The lens was exchanged with the same model and diopter company lens. Currently the patient is recovered. There are six medical device reports associated with this report. This is 3 of 6.

Manufacturer narrative:
Correction information provided in b.5. Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Iol optic returned in two pieces in the iol case. Solution is dried on both surfaces of the optic. Both haptics are broken/torn and not returned. The optic is scratched, fractured with fibers and particulate. The remaining haptic & and optic segment met specifications when dimensionally measured for edge thickness and plan view. Four slit lamp images were received along with descriptions provided by the surgeon. The first image, (here is evidence that iol was left well during original surgery) shows the haptic intact. While it is challenging to clearly discern due to constraints in resolution under higher magnification, a small area of compromise may be visible under close examination at the base of the haptic at the point of separation as shown in the fourth image. The second image, (company lens placed on (B)(6) 2024 final appearance. Showing good centration) shows the iol centered relative to the dilated pupil. The third image, (patient notice strange vision on day 3 iol displaced temporally and superior) shows the iol decentered as reported. The base of the haptic is not visible (blocked by the iris) in the image. The fourth image, (look what I notice) shows a partial separation in the outer edge of the iol at the base of the haptic. Received photo shows iol in lens case, the iol is damaged. Two videos were provided. The implantation video was reviewed. The cataract removal was not shown. The cartridge and lens preparation and the lens loading were not shown. The cartridge tip came into view at the bottom of the screen as it was inserted into the incision. Then entire eye shifted up as the cartridge tip was inserted. The yellow lens was visible in the tip of the cartridge with the front advanced past the parting line. There appeared to be a slight override of the trailing optic. The trailing haptic was on top of the plunger. The lens was rapidly advanced into the eye. The single-piece multifocal toric lens was positioned. Haptic damage could not be observed due to the dim lighting of the video; however, the haptic position on top of the plunger may have caused damaged to the gusset area. The explant video was reviewed. This video is also dim. The lens was slightly decentered in the eye. The lower part of the lens was not initially visible as it was off screen. Two incisions were made on the right and left side. The lens was manipulated with a metal instrument. The lower haptic was observed folded in with the tip on the optic edge. The haptic appeared to be adhered to the eye. The instrument was used to push the optic up. The full gusset area was not always visible; however, it did not initially appear to be broken. A third incision was made. The tip of the haptic moved off the optic during the manipulation. The haptic appeared to break as the lens was being pushed to release it. The haptic gusset may have cracked due to the prolonged folded position and then broke during the manipulation to free the haptic. The haptic was fractured in the outer gusset area (still attached). The lens and haptic were separately pushed upward with the instrument to fully release the haptic. The haptic was grasped with forceps and pulled out of the eye. The optic was cut with an instrument. The lens was rotated. The remaining haptic was pulled through the incision. The lens was cut into two pieces and removed from the eye. A new lens was implanted. The cartridge and lens preparation were not shown. The lens loading was not shown. The cartridge tip came into view at the bottom of the screen as it was inserted into the incision. The lens was not fully visible until the lens was advanced to the end of the tip. Both haptics were tucked in the optic fold. The lens was positioned in the eye. I/a was done. The new lens appeared slightly off center. The lens was repositioned. No damage was observed. A suture was placed in the incision at the bottom of the screen. The lens was repositioned again with instruments. The lens still appeared slightly shifted to one side. Another suture was placed on the left side incision. A third suture was placed in the incision to the right side. The video ended. The root cause for the broken haptic could not be determined. The cartridge, lens preparation and lens loading were not shown. It was observed on video review that there was a slight plunger override of the trailing optic and misfolding of the trailing haptic. Both the c.a. Photo review and the video review observed the potential for damage occurring at the base of the haptic/gusset area at the time of implantation due to the plunger position in relation to the haptic during advancement . The explantation video appears to show the haptic adhered to the eye, force is applied to iol to push the optic up to free the haptic, at this point in the video the outer haptic gusset comes into view and is observed to be broken. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. Based on our trend analysis, there are no adverse trends identified for this complaint and based on these findings the residual risk remains at an acceptable level. The manufacturer internal reference number is: 2024-74147 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As a note of interest, we have been using the correct cartridge, but the injector we used for acrysof is the one we have used for clareon implants. We have already requested designated injectors for clareon to hope we do not have this situation again. As an extra comment, we were informed that it was okay to use the injectors we used for acrysof.